Event description:
It was reported that during a thyroid procedure, there was a broken blade. The broken part was removed. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.